Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and calcified mid left anterior descending (lad). The physician could not cross the lesion with a 2.50x16mm taxus liberte stent. The device was removed outside the pt's body and it was confirmed that the distal stent got lifted. The procedure was successfully completed with another of the same device. No pt injuries or complications were reported. Pt condition listed as "good".

Manufacturer narrative:
Eighteen years or older. The device has not been rec'd for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).